Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient¿s continuous glucose monitor (cgm) had displayed a no readings, brief sensor issue or sensor error for over 3 hours on both the insulet omnipod5 receiver and the mobile device. He does not know when it started as he was asleep during that time. The patient started to experience sweating and felt like he was going to vomit. There was no mention if the blood glucose (bg) was checked. He then decided to go to the emergency department. According to the attending physician, he had diabetic ketoacidosis due to not getting enough insulin. Within 45 minutes, he stayed at the emergency department and was treated with IV fluids and was given 13 units of insulin (novolog) and got discharged after. At the time of the report, the patient was feeling ok. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.